Event description:
It was reported that the ventilator turned on and off sporatically while connected to a pt. It is unk if the ventilator alarmed when the reported problem occurred. The pt was placed on a back-up ventilator. No pt harm reported.